Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2001. Femoral liner and head revised 15 years after original surgery - no reason given.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of edge wear of the polyethylene insert, which allowed for the femoral head to migrate superiorly.

Event description:
Index surgery: (B)(6) 2001. Femoral liner and head revised 15 years after original surgery - no reason given.